Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample mixer and probe, and the water purification module bulbs. The cse primed, ran alignments, and cleaned the drains and reagent probes. The cse ran a system check, which passed. The cause of the discordant, falsely low glucose results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose result was obtained on one pediatric patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The customer stated that treatment could not be started for the patient until the corrected result was confirmed. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.